Event description:
I have used renu with moistureloc contact lens solution since it came out thru 01/03/06. I was diagnosed with a corneal ulcer at that time. I was prescribed vigamox. I was told that I would have a permanent scar on my right cornea.